Event description:
The customer reported a false positive result with the determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using a plasma sample. Confirmatory testing was performed on an unknown date which generated negative result. The customer indicated that a rapid hiv screen was conducted as part of the blood exposure/needlestick protocol, and a subsequent hiv viral load test returned negative. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000930923, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.